Manufacturer narrative:
Lot number k5120. The evaluation found that the teflon pad was slightly detached from the grasping section of the device, but no metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage can be related to the operator's technique.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a bi-hemi colectomy procedure, the teflon pad became melted on grasping section of the device. It was stated that the reported event occurred during heavy activation while on the fatty omentum tissue. An unknown error message was observed and the device mode was reset. The device was replaced and the intended procedure was completed with another similar device. There was no patient injury reported. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results.